Event description:
A(B)(6) male pt with mild bilateral occlusive disease, no calcification, and mild bilateral tortuosity, underwent endovascular aneurysm repair on (B)(6) 2013. The following zenith device components were placed: zfen-p-2-32-124-r (lot ac926360), zfen-d-12-28-76-c (lot ac919355), zsle-16-56-zt (lot 4375880) and zsle-16-74-zt (lot 4108589). The physician did not experience any difficulty deploying the devices. There were no kinks noted, no thrombus, and no external compression. All devices were patent at the end of the procedure, but it was noted that an endoleak was not resolved. The physician believes this was a type iii endoleak occurring at the renal fenestration of the proximal fenestrated graft component (zfen-p-2-32-124-r) and the atrium stent (another MFR's device) that was placed in the renal artery. The physician's plan of action was to reverse heparin and see if the leak resolved. No further info has been provided post procedure.

Manufacturer narrative:
Eval unk as investigation is still in progress.